Event description:
It was reported that there were particulate matter floating in the 100ml cassette after mixing. They remixed the cassette each time, and after the second event, they saved the cassette and pulled the remaining lot. The event occurred upon opening at the hospital. The operator of the device was a health professional. There was no patient involvement, and no patient harm adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, and the customer's complaint of a particle was seen inside of the bag when the cassette was flipped. The particle was then measured using a tappi chart (t-564) and it was measured to be approximately 1.00 sq. Mm. Due to the size of the particulate, it was unable to be captured for an analysis, and so no ftir (fourier transform infrared spectroscopy) analysis could be conducted. The probable cause of the issue was unknown, and no further action was taken.